Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital on (B)(6) 2018 - patient had original surgery in (B)(6) 1999. Was revised for instability and pain. Surgeon up sized bearing from 10mm to 20mm and knee was stable through range. Surgeon also revised the patella button due to wear whilst in there.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.